Event description:
It was reported that the patient was seen in clinic on (B)(6) 2022 for epistaxis that had been happening for the last three weeks. The episodes resolved with one hour of pressure. The patient's international normalized ratio (inr) had been therapeutic throughout this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. The relevant sections of the device history records for mlp-028165 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding as an adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.